Event description:
It was reported that a patient previously treated with a urethral bulking implant, returned to the physician's office to show him some of the material she had passed in her urine. The doctor reported he had not noticed any uretheral tissue burst during injection or any flow back from the needle during the injection process. The doctor further stated the patient did not experience any adverse effects from the material having been left in the bladder and subsequently passed during urination.